Manufacturer narrative:
Product analysis: it was determined at analysis that the battery drawer(lower case), battery drawer shorting bar, two case screws, and the hanger screw were all contaminated. It was noted that the hanger and the keypad window were both broken, both wires on the liquid crystal display (lcd) were pinched (not compromised) and the main printed circuit board (pcb) was replaced due to multiple errors in the log. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manuf acturer's analysis. There was no patient involvement.